Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qkbemh, and no non-conformances related to the reported complaint condition were identified. Additional information: d4, d9, g1, h4, h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: four packets of product code 8695 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the suture break or did the needle separated from the suture during the surgery? My understanding is the suture broke. What tissue was being approximated or sutured when it broke? Papilla in the oral cavity. Was there any patient consequence or injury? No. Product code? Product sent back. Lot number? Unused product sent back. Will the device be returned? If yes, to whom should a shipper kit be sent to? Please include full name and address. Product already sent as per earlier instructions. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-05586, 2210968-2021-05587, 2210968-2021-05588.

Event description:
It was reported that a patient underwent a dental procedure in (B)(6) 2021 and suture was used. During the procedure, 4 sutures broke during use in a dental procedure which resulted in opening 4 additional devices to complete the case. No adverse patient consequences were reported. Additional information was requested.